Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) power button led turns off and not turning back on and also battery was not charging.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed customer stated reason device had no power. Found defected ac transport power supply. Customer will charge batteries using battery charging station. The device passed all applicable calibrations and function checks per manufacturer specifications and is now ready for patient use. There is no repair information provided on how the fse rectified the issue. 3 gfe's raised no response. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6-health effect ¿ impact codes, component codes.

Event description:
N/a.